Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer was in the hospital due to high blood glucose levels but was not wearing the insulin pump for the past 3 months. Caller stated customer was dealing with death of father. Caller stated customer had lows and highs. Caller reported the insulin pump had deleted the history, had a diminished battery life, rejected new batteries, and had deleted settings after every battery change. The customer's blood glucose level was unknown. Nothing further was reported.